Manufacturer narrative:
This is a supplemental report correcting the unique device identifier (UDI) information in section d4. Following the initial report submission, it was identified that the UDI information initially provided was incorrect.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image on the screen was flickering, freezing, and changing colors. The procedure was completed using an unknown backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the subject glidescope core smart cable used during the reported procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image failure. When connected to known, good, test verathon equipment, the smart cable was intermittently recognized. Furthermore, the metal shielding of the hdmi connector was missing. The customer's smart cable failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.